Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006- the patient underwent implant of a bard composix kugel hernia patch during an unspecified hernia repair surgery. The attorney's report alleges defective mesh, permanent disability, pain and suffering, deformation of the mesh, severe abdominal pain, nausea, sickness.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not provide medical records. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.